Event description:
The wire broke during the surgical procedure. Manufacturer response for robot prograsp forcep, intuitive surgical (per site reporter). Formal complaint was filed and an RMA/case number assigned. Product requested to be returned for investigation. Vendor to provide either a no charge replacement or credit.